Event description:
Information was received from a patient who was receiving baclofen via an implantable pump for intractable spasticity and other. It was reported that the pump appeared to be not working properly and consistently. They stated that the issue had been ongoing for almost two months, since the pump was implanted. They mentioned that minutes after they woke up from surgery, they were sent home, and the complications had started. They mentioned calling 911, and they were sent back to the hospital. The agent provided the physician listing and sent it to the patient's email.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.